Manufacturer narrative:
A field service engineer was dispatched to customer site and confirmed the unit met specifications and was returned to service on 08/30/2016. Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 11916064. Expiration date ¿ the correct expiration date is 03/31/2017.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), lot trending, product return, concomitant product evaluation and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." Lot trending was not performed since there is clear and sufficient information to determine use-error. Concomitant product evaluation was not performed since there is clear and sufficient information to determine use-error which is unrelated to the sterrad unit. One complaint bi was received. The ci disc is gold with splotchy marks. The cap is pressed down. No media remains in the crushed vial. The complaint is not confirmed. The splotchy marks on the ci disc indicates that at the time of sterrad processing there was media from a broken ampoule present on the ci disc. If media is present, the h2o2 reacts with the media to eliminate the ink coating on the disc which yields the splotchy marks. Processing a bi with a broken ampule will result in a positive bi, since hydrogen peroxide does not penetrate liquids. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause is user error related to the incubation of a bi with reduced media from a broken ampoule with pre-existing damage of unknown origin. It is unlikely that the suspected positive bi was caused by a manufacturing issue in cyclesure® product since the retains product met functional specification and DHR review found no anomalies that would contribute to a positive bi result. A letter will be sent to educate the customer regarding the user error. The cyclesure® retains met functional specification when used per IFU. The issue will continue to be tracked and trended.